Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument cable broke. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Failure analysis observations also found the distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The cause of the damages to the main tube was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.